Event description:
It was reported that balloon ruptured and balloon detachment occurred. The 85% stenosed target lesion was located in the moderately tortuous and moderately calcified circumflex artery. A 3.00mm x 12mm emerge balloon catheter was advanced for dilatation. The physician inflated in the previously placed stent. However, during second inflation at 8 atmospheres for 10 seconds, the balloon ruptured. The physician was unable to removed the ruptured balloon. Another guidewire was placed and another balloon was inflated to removed the ruptured balloon but was an unsuccessful. A stent was placed next to the balloon to pin it in the artery. No patient complications were reported.